Manufacturer narrative:
This report is being filed on an international product, architect (B)(6) list (B)(4) that has a similar product distributed in the us, (B)(6) list number (B)(4). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) elevated (B)(6) result on the architect i2000sr analyzer. The following data was provided for a known (B)(6) carrier and (B)(6) patient: initial 34 miu/ml, repeat 35, with previous (B)(6) results from 2016 and 2017. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Historical performance was evaluated using world wide data. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.